Event description:
The customer states while traveling down his driveway, the cushion allegedly became dislodged from the velcro on the seat pan, causing the consumer to fall forward out of the chair. The chair allegedly flipped forward on top of him, resulting in a broken femur.

Manufacturer narrative:
Consumer indicated their chair was recently serviced and that their dealer had new seat with a cushion on the chair. While transgressing their driveway, the cushion reportedly became dislodged from the seatpan and the consumer fell forward out of their chair. They allegedly broke their femur. Nature of complaint suggests a potential service error. Unclear if user was wearing seat positioning strap as recommended. MDR filed based on alleged serious injury.